Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty removing the protective sheath could not be tested as the protective sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation and before use, the protective sheath of the mini trek rx 2.0 x 20 mm balloon dilatation catheter was difficult to remove. The device was not used and there was no patient involvement. Another same size device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.